Event description:
The customer reported false reactive alinity I toxo igg results for one patient generated on the alinity I am processing module. The patient's pregnancy was being monitored and the patient is known to be negative for toxo igg at this laboratory. The reference ranges for toxo igg are: < 1.6 iu/ml is nonreactive, 1.6 to < 3.0 iu/ml is grayzone, >/= 3.0 iu/ml is reactive. The following results were provided: on (B)(6) 2024, sid: (B)(6): (units of measure: iu/ml). First run: 14.92, second run: 0.29, third run: 7.25, fourth run: 0.0, fifth run: 0.10, sixth run: 0.05. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify a slightly higher complaint activity for lot: 66438be00, however, no related trends were identified regarding commonalities for complaint lot number: 66438be00 and the complaint issue. The device history record was reviewed and did not identify any nonconformance's, potential nonconformance's, or deviations associated with lot number: 66438be00. The overall performance of alinity I toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The median value for the complaint lot was within the established limits and comparable to the historical reagent lot performance. Therefore, the overall performance regarding specificity is acceptable and comparable to historical reagent lot performance. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I toxo igg reagent lot: 66438be00 was identified.

Event description:
The customer reported false reactive alinity I toxo igg results for one patient generated on the alinity I processing module. The patient's pregnancy was being monitored and the patient is known to be negative for toxo igg at this laboratory. The reference ranges for toxo igg are: < 1.6 iu/ml is nonreactive, 1.6 to < 3.0 iu/ml is grayzone, >/= 3.0 iu/ml is reactive. The following results were provided: on (B)(6) 2024, sid (B)(6): (units of measure: iu/ml) first run: 14.92. Second run: 0.29. Third run: 7.25. Fourth run: 0.0. Fifth run: 0.10. Sixth run: 0.05 . There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: complete sample ID (B)(6) all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p45-22 that has a similar product distributed in the us, list number 7p45-40/-45.